Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. New cartridges were loaded to resolve the issues. Customer¿s blood glucose level was 165 mg/dl.